Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross steerable access solution was selected for use in a paroxysmal atrial fibrillation procedure. During the procedure, dilator was withdrawn from the sheath and wire was then readvanced, but dilator was unable to pass beyond the tip of the sheath. It appears that wire entered an irrigation hole at the distal end of the sheath, and dilator followed into the irrigation port. Sheath and dilator were removed from the body, and it was found that distal irrigation hole of the sheath was enlarged. At that point, the sheath was replaced and procedure was completed successfully. No patient complication was reported. The sheath is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
The reported allegation is not confirmed. The device was not returned to bsc for analysis and no media was provided. DHR/service history review: a batch review was performed and DHR 0037476279 was reviewed. There were no nonconformances and no rejects associated with the jobs, labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm. The device has not been returned to bsc for analysis, and information within the event description is insufficient to confirm the cause with confidence. "Unable to exclude device problem" was therefore selected.

Event description:
It was reported that a versacross steerable access solution was selected for use in a paroxysmal atrial fibrillation procedure. During the procedure, dilator was withdrawn from the sheath and wire was then readvanced, but dilator was unable to pass beyond the tip of the sheath. It appears that wire entered an irrigation hole at the distal end of the sheath, and dilator followed into the irrigation port. Sheath and dilator were removed from the body, and it was found that distal irrigation hole of the sheath was enlarged. At that point, the sheath was replaced and procedure was completed successfully. No patient complication was reported. The sheath is not expected to be return for analysis as it was disposed.